Event description:
It was reported to philips that the system gave an alert indicating the host computer was unable to communicate with the flexvision computer within 105 seconds which could impact a full system boot. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed that reported problem. After reviewing the log, it is found host pc cannot communicate with the flex vision. As a troubleshooting action onsite visit fse rebooted the flex vision pc and reloaded its software. To resolve the problem, fse replaced the flex vision pcs dual link cables and reconnected cables and monitor connectors. After repairs were performed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.